Manufacturer narrative:
H.3. If a device evaluation and or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd alaris smart site pump infusion that was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that when opening the door of the infusion pump to remove the IV line, the IV line had come apart in two pieces.